Event description:
It was reported that the cassette was not attached properly. The event happened during testing and no patient involvement was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal, a contaminated latch lock sensor and a buckling upstream occlusion (uso) seal. The dso sensor/seal and uso seal were replaced to fix the issue.